Event description:
It was reported by the patient that "the battery was being used up more than it had to be" and "they could feel that sensation". The device was reprogammed and since then, the patient has had 3 incidences where their left arm is numb from the elbow to the fingertips. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 non-defib lead (B)(6) 2010. (B)(4).